Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total vaginal hysterectomy, anterior repair and cystoscopy due to pelvic organ prolapse, stress urinary incontinence, and menorrhagia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly..

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems and recurrence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary retention.